Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that they couldn't find the right setting. Patient said after changing the settings they were feeling like they had cramps in their abdomen that felt like "period" cramps but the patient no longer gets a period and tingling in both legs. Patient also said their legs felt like they hurt and were numb, more so in their left leg. Patient said they tried all 7 programs and none of them were working right. Patient couldn't go to the bathroom regular and had to use a catheter. Patient services reviewed how to turn stimulation off. Patient services redirected to doctor to discuss. Patient has an appointment on (B)(6) 2025.